Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call on (B)(6) 2018 they were having issues with sensor readings. Blood glucose level at the time of incident was unknown. Customer also reported having diabetic ketoacidosis and went to the hospital. Troubleshooting did not occur. Product will not return for analysis.